Event description:
Procedure type: anastomosis. According to the reporter: pt had an anastomosis leakage and needed an ostomy to be stabilized. After firing the ta45 - 4.8 the surgeon used a knife to make the resection of the colon and afterwards the stapler is opened. The surgeon discovers the colon is not closed due to no staples in the cartridge, but the yellow pushers are visual in the dlu. As a solution to the problem the surgeon completes the procedure using suture. The operative time was only extend with 15 - 20 minutes and there was less than 250 cc of bleeding. Pt is post-op in good condition. Surgeon's comments are the following: the handle of the stapler was fully squeezed after firing. The miss firing did not cause any add'l tissue damage. After the surgery a test of the staple was made by loading a new dlu and firing in a piece of foam which worked without any problems (please note this dlu has not be send along with the complaint).

Manufacturer narrative:
(B)(4). This incident was originally assessed as a malfunction, which was captured in the quarterly report for (B)(4) in 2010. However, to take a more conservative approach and this file was reassessed and determined to be an MDR reportable event.